Manufacturer narrative:
The olympus technical service representative advised on the possible causes of the b30 error and corresponding solutions/preventative measures. As part of the investigation for this event, a review of the instructions for use (IFU) was conducted. As the serial number was not provided, the device history record (DHR) could not be reviewed. The root cause could not be definitively established. Since the problem was solved by restarting the corresponding device, it is assumed the electrical contacts of the scope connector were not sufficiently dry when connecting the light source. In addition, it is assumed that the contact point was dry and the error was resolved when it was restarted. When the electric contact point is in an unstable state, the communication of the scope and the video processor through the light source fails, and there is a possibility to issue a b30 error (scope communication error). The following statement is included in the IFU: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the evis exera iii video system center displayed a b30 "scope communication" error and the image on the connected monitor blacked out. This event occurred during preparation for use. The user power cycled the device which resulted in the error code going away and the image coming back. No patient harm or impact to patient care was reported.